Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100 unit serial # (B)(4). Case resolution: tech had error 242.4030 on 8100 unit which has to do with motor stall detected on unit before call in tech had replace ail sensor, motor controller board & logic board and still get same error on unit, unit will have to come in for need to send unit in for services repair, confirm level one repair quote, tech will call back once he has his po# setup. Tech thank me for my assist.